Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch ultra meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 6-8x daily and his results are usually around "200-300 mg/dl." The patient manages his diabetes with novorapid insulin and levemir insulin. The alleged issue began about a year prior to contacting lfs. It was reported the patient obtained a blood glucose result of "200 mg/dl" with the subject meter. It is not known if changes were made to the patient's usual management routine at that time. The reporter claims the alleged result did not correlate with how the patient was feeling. The reporter claims the patient felt low blood glucose symptoms of trembling, sweating and heart beating rapidly. The patient's blood glucose was immediately tested on another device and obtained a result of "30 mg/dl." The patient was given sugar as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the reporter through quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury possibly after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.